Event description:
It was reported that intermittent unspecified malfunction alarm occurred. Customer¿s blood glucose (bg) level was 543 mg/dl with ketones. Reportedly, the customer went to the emergency room and was subsequently hospitalized where bg was treated intravenously with fluids of saline and insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.